Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: during the investigation, the keypad rubber was undamaged, and all buttons responded properly. The keypad rubber was removed, and no contamination or damage was found to the key¿s contacts. Investigators were unable to duplicate the ¿tactile/changes¿ complaint. Unrelated to the original complaint, the pump¿s cover was removed and moisture corrosion was found to the keypad¿s flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.